Manufacturer narrative:
Device available for evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation the neuro tip of the craniotome device was damaged, the bearings were damaged, and the identification was unreadable, cosmetic defect. It was noted that the ball bearing had fallen apart, was missing balls and the cage was not available, the craniotome bracket was damaged (abrasion), both color rings were damaged, and the triangle symbol was missing. It was further determined that the device failed pretest for temperature (could not perform test), cutter insertion, lock operation, and visual assessment. It was noted in the service order that the device was not connecting to the motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.